Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting lung tissue during a laparoscopic video-assisted thoracoscopic lobectomy, the stapler was able to fire but some of the staples were malformed. Another handle and reload was used. There was no patient injury.